Manufacturer narrative:
Additional information was received which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not using auto mode during their event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. The customer declined troubleshooting for low blood glucose level. The customer was treated with glucose. Customer did not provide any symptoms related to low blood glucose level. The insulin pump will be returned for analysis.